Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to flattened dome switches on all the buttons. The unit also had a cracked case at the display window corner, minor scratched liquid crystal display window, and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that she could not clear the alarm despite replacing the battery. The customer's blood glucose was 222 mg/dl. The customer did not observe any significant events leading to the alarm other than her having been about to give a bolus when the issue occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.